Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 516 mg/dl at the time of incident. The customer reported that they allege insulin pump was under delivering. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer reported insulin pump was not worn during a medical procedure and test around magnetic resonance imagine. Customer treated with manual injection and insulin pump. Customer assisted with performing displacement test and test was passed. Customer assisted with performing self test and test was failed they occurred hardware low level failures error. Customer was able to clear the alarm and able to complete rewind the insulin pump. Customer performed self test and test was passed. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.